Event description:
Event description cpi received this ventak 1555 implantable cardioverter defibrillator (ICD) as a normal return for analysis. No allegation was received regarding the performance of this ICD. This report was created as a result of cpi's analysis.